Manufacturer narrative:
(B) (4): the device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically.

Event description:
The complainant reports inaccurate delivery. It was reported that the intended delivery was 500 ml and the pump delivered 300 ml or 700 ml over 2 hours. Determined by visual assessment of product left in the bottle at the end of the feeding.